Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 24 x 2.25 mm stent delivery system catheter was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a 0.014" test guidewire. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09nov2020. It was reported that advancing difficulties were encountered. The bifurcation stenosis in the distal right coronary artery (rca) was more than 90% stenosed and the diffuse lesion of the posterior lateral (pl) branch was 80%. The vessel was severely calcified and tortuous. The pl was treated first, when the guidewire reached the most distal end of the lesion, the 1.2 balloon catheter was used for pre-dilation. When a 24 x 2.25 promus premier drug eluting stent was advanced, the supporting force was insufficient and it could not reach the lesion. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient status was stable. However, returned device analysis revealed stent damage.